Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was monitored and tested with no unexpected battery out limit alarm noted. The pump was received with broken battery tube thread, stripped battery cap coin slot, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, missing display window glass and bleeding lcd glass.

Event description:
The customer reported via phone call of battery out limit and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that half of the battery compartment has broken off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.